Event description:
It was reported that the patient received inappropriate shocks due to oversensing approximately 69 months after the implantation. The lead was capped. The initial complaint information did not include the name and serial number of the lead. The details were received on 3-jun-2021.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 8-sep-2020 and 5-may-2021 recorded the stable pacing impedance around 500ohms with a spontaneous increase to 2500ohms at the end of the recording period with a subsequent decrease to 800ohms. The shock impedance showed varying values between 73ohms and 96ohms and a decreasing progression to 55ohms in may 2021. The reported shock deliveries were evident in the provided episodes list. However, as no referring iegms were available, the episodes could not be evaluated. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.